Manufacturer narrative:
Neither the lead nor the ICD were returned for analysis. The analysis is therefore based on the existing production documents. The manufacturing process of the two devices was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, there is no indication of a manufacturing error for either the lead or the ICD.

Event description:
Ous MDR - after an implantation time of about 39 months, oversensing with inappropriate shock deliveries was reported. The lead was capped, and the ICD was also exchanged during the lead revision. Aside from the symptoms detailed in the incident description, no further deterioration of the patient's state of health was reported.